Event description:
The customer reported that during deployment of a vasoseal es, the deployer was having difficulty placing the tissue dilator in the tissue tract. A second operator pushed on the tissue dilator, and the locator and dilator freely moved. They thought that they might be in the artery, so they aborted deployment prior to collagen deployment. Manual occlusive pressure was applied in the site. It was realized that distal pulse was absent so the pt was sent to surgery to check for clot formation. An embolectomy was performed. There was no damage to the vessel. No further complications were reported.